Event description:
The report indicated that within two hours of applying a new pod, the customer's bg levels had escalated significantly. Consistently rising bg levels (253-greater than 500mg/dl) were experienced throughout the day despite having administered a correction bolus. The cannula was reportedly kinked (which may have resulted from "the cannula hitting tissue"), though no alarm was initiated. After his bg's failed to lower with the pod, he administered a manual dose of insulin. The pod was removed and discarded and will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.